Event description:
It was reported that during a da vinci-assisted distal gastrectomy procedure, an ¿abnormal¿ transection occurred. The issue occurred when the target tissue ¿filleted open¿ while attempting to create an anastomosis between the stomach and jejunum. At the time the event occurred, the surgeon was using the sureform 60 stapler with a blue reload installed on the initial fire. The common enterotomy portion came open even though the staples had deployed without clamping issues or evidence of staple malformations. No buttress material was used. No errors or messages were generated when the stapling issue occurred. The surgeon was able to resolve the issue with extra manual suturing, which caused a 10¿15-minute delay in the case. The procedure was completed robotically. The surgeon did not report any patient injury or harm. The patient is reported to be doing well. The stapler instrument was inspected prior to use. The instrument is not available for return. The surgeon reportedly had the opportunity to review the procedure video and realized he made an unspecified technical error when using the stapler. The video is available but has not yet been sent to intuitive surgical, inc. (Isi) for review.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the stapler instrument or reload involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. The stapler logs were reviewed by an isi failure analysis engineer (fae). Per the fae, the logs show sureform 60 stapler instrument (part #480460-09; lot #l93220408-0108) was installed once with a blue reload. The firing of this reload was completed per the logs with no pauses for compression. There were no incomplete clamps by this instrument. No relevant errors were found in the system logs no image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted distal gastrectomy procedure, an ¿abnormal¿ transection occurred while the surgeon was attempting to create an anastomosis between the stomach and jejunum using the sureform 60 stapler and a blue reload. The surgeon was able to resolve the issue with extra manual suturing. The cause of the operative complication is unknown.